Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the cause of death was the no flow which led to the patient coding. Imaging was not performed between oa treatment and balloon, so it is unknown if the no flow was due to the csi device or ballooning. (B)(4). Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of the left anterior descending (lad) artery, in a patient who was turned down for a coronary artery bypass. The patient became hypotensive and experienced premature ventricular contractions during engagement to the lad, prior to orbital atherectomy (oa). Pharmacology was administered to stabilize the patient and oa treatment was performed without issue. Balloon angioplasty was performed and the patient became hypotensive again. Imaging revealed no flow in the lad and due to the patient's unstable baseline, intervention could not be performed to resolve the no flow and the patient coded. Following 30 minutes of cardiopulmonary resuscitation, the patient was unable to be revived and expired.